Manufacturer narrative:
The referenced ungrounded patient cable was reported under medwatch MFR report #2916596-2015-00440. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years. Device evaluation: the patient remains ongoing on lvad support; however, a portion of the percutaneous lead (driveline), approximately 23 inches was returned. The entire driveline was not returned. Review of the submitted log file confirmed the low speed and pump stop events within a day prior to log file retrieval. These events corresponded to alarms for low speed and low flow hazard and occurred while the lvad system was connected to batteries. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. Review of the submitted x-ray images could not conclusively determine any areas of damage on the driveline. Technical services personnel arrived onsite on (B)(6) 2018 and performed an external distal end percutaneous lead (driveline) replacement. The replaced portion of the driveline was returned measuring approximately 23 inches. Black tape was identified along the driveline which, upon removal, revealed multiple tears to the outer silicone jacket between 4 inches and 16 inches from the system controller connector. The bionate layer did not reveal any signs of damage. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the metal braided shield showed breakdown approximately 2.5 inches from the system controller connector. The underlying wires did not reveal any signs of insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. The account reported that no alarms were observed following the repair. The patient was discharged home stable and remains ongoing on an ungrounded patient cable. Although the report of low speed and pump stop events were confirmed through evaluation of the submitted log file, a potential cause could not be conclusively determined through investigation of the returned portion of the driveline. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2018 the lvad system produced pump stop alarms as well as low voltage and low speed advisories while on battery support. The patient was previously provided an ungrounded patient cable. No clinical symptoms were reported. The submitted log files were reviewed by a representative of the manufacturer¿s technical services. It appeared that a system controller exchange had occurred. Review of the log file confirmed three (3) pump stops on (B)(6) 2018 at approximately 1:33 pm, 4:16 pm, and 5:45 pm while on battery support. This type of behavior had been previously linked to potential issues with the percutaneous lead. X-rays reportedly showed some spots that may potentially cause an issue and maybe a little separation at one spot. The patient was not a candidate for pump exchange. On (B)(6) 2018, technical services performed the distal end percutaneous lead (driveline) replacement as requested by the physician. It was reported on (B)(6) 2018 that no additional alarms occurred post-percutaneous lead replacement. The patient was stable at home and continued to use an ungrounded patient cable.

Manufacturer narrative:
Although the report of low speed and pump stoppage events were confirmed through evaluation of the submitted system controller log file, a potential cause could not be conclusively determined. However, the entire driveline was not returned. Review of the submitted log file confirmed the low speed and pump stoppage events within a day prior to log file retrieval. These events corresponded to alarms for low speed and low flow hazard and occurred while the patient was connected to the batteries. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. Technical services personnel performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 23 inches. Black tape was identified along the driveline which, upon removal, revealed multiple tears to the outer silicone jacket between 4 inches and 16 inches from the controller connector. The bionate layer did not reveal any signs of damage. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the metal braided shield showed breakdown approximately 2.5 inches from the controller connector. The underlying wires did not reveal any signs of insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.